Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that the mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve; however, when establishing final arm angle, the clip opened while locked. Troubleshooting was performed, but was unsuccessful. The cds was removed and replaced. One clip was implanted, reducing mr to 2. On (B)(6) 2018, the patient had an emergency carotid procedure, requiring stenting. The patient had a stroke due to the carotid procedure and died on (B)(6) 2018. Per the physician, the patients death was due to carotid disease, and not related to the mitraclip. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported mechanical issue could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.